Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error more than three times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. No motor error alarm noted during bolus basal delivery and the motor was tested outside of the device and passed all operating currents are within specification. The insulin pump passed the a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.